Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The service representative on site replaced the faulty touch screen with a new led touch screen. Subsequent testing found no further issues and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump remained dark after start-up during maintenance. This issue was discovered by a sorin group field service representative while on site to perform annual maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) performed an in house investigation with the following results. A visual inspection revealed that the reported issue was caused by ingress of liquid into the kapton-tail of the touch screen.

Event description:
Pump display stays dark during start. Humidity ingress at the display connection ( see images) complaint divided due to different events; overview: (B)(4) 10e07124 black display. (B)(4) cpy 1 s5 pump plexy cover crack at the hinges. (B)(4) cpy2 s5 roller pump ptfe guide rolls were polluted. (B)(4) cpy3 deep scratches on the pump display. (B)(4) cpy4 deflated cushions of the bubble sensor.